Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - health effect clinical code 4581: significant reduction of irido-"corneal" angels, "reduced" ac depth and mid-dilated but responsive pupil. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -17.0/2.0/127 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Excessive vault, significant reduction of iridocorneal angles, and reduced ac depth; mid-dilated but responsive pupil was observed. Lens remains implanted. Cause of the event is reported as device; lens too large. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim# (B)(4).